Event description:
Follow up information identified as surgical intervention to remove and replace scs thoracic system.

Manufacturer narrative:
Manufacturer has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Manufacturer defers to the patient¿s physician regarding medical history

Event description:
The patient is implanted with a cervical and thoracici system and this record pertains to the cervical system. It was reported the patient is receiving unintended stimulation in the left hand to the elbow. Reprogramming was unable to resolve the issue. Lead diagnostics revealed multiple high impedances. X-rays were taken and showed a possible lead migration and/or fracture. Surgical intervention may be pending to address the issue.